Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the power supply. The system operates as intended.

Event description:
The customer reported that the vertical column will not go up or down. No pt injury was reported.